Manufacturer narrative:
The baxter technician found the c-flex repair kit needed to be replaced. The head positioner is designed to position and support the patient¿s head in a variety of surgical procedures including, but not limited to spine surgery. These devices are intended to be used by healthcare professionals within the operating room setting. The technician replaced the c-flex repair kit to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of c-flex head positioner not holding were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that c-flex head positioning packag had moved while in the locked position. There was no patient/user injury, medical intervention, symptom, or adverse event reported.